Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's spouse that the customer got hospitalized due to high blood glucose with blood glucose in the 491 to 550 mg/dl range at the time of the incidents. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incidents. The caller reported the customer was getting no delivery alarms. The customer's pump settings had been regularly adjusted by their health care professionals, set changes were performed, and the insulin vial was changed, but the customer was still having highs. The customer would only go lower using manual injections. Troubleshooting was not completed as the caller declined. The insulin pump will not be returned for analysis.